Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system non-dehp continu-flo solution set was leaking. The event was further described as the set was "broken" during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was received that there was no allegation against clearlink system non-dehp with code 2h8519 and lot number r18i25099. Should additional relevant information become available, a supplemental report will be submitted.